Event description:
A falsely elevated troponin I result was obtained on a pt sample. The result was reported to the physician. The sample was retested 72 hrs later and a negative result was obtained. The pt rec'd a cardiac catheterization. There was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of the instrument and instrument data indicate the cause for the falsely elevated troponin result is unk.

Manufacturer narrative:
No further eval of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result is unk. A sample from the pt as been sent to siemens for further investigation - heterophilic antibody or other interference is suspected. The instructions for use for the troponin I ultra assay on the advia centaur indicate heterophilic antibody interference as a limitation of the assay.